Event description:
Adverse event form received on (B)(6) 2011 states that at routine followup visit, nurse discovered the atrial lead was not capturing. Patient went in for lead revision. Physician unable to obtain appropriate positioning, therefore, lead was removed and a new passive atrial lead was placed successfully. The date of onset was (B)(6) 2010. The date of resolution was (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).